Event description:
Went to gynecologist at hosp for routine exam and within few mins after exam, developed feeling of faintness, cool, pale skin. Acute respiratory distress, tachycardia. Was taken to ER and treated for an allergic anaphylactic reaction to latex gloves.